Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that before the system was rolled into the operating room, the manufacturer representative conducted 10 point test along with stress test. System passed both. The pre-operative plan was reviewed the morning of the procedure. T2-t6 were planned for an open procedure. Screws would be placed at t2, t3, skip t4, potentially only on one side of t5 and at t6. There were no major concerns discussed. The disposable clamp was utilized for the procedure and placed at t4. There were no issues mounting the platform. Registration was achieved on the first attempt with no complications. After registration, there were some issues throughout the procedure. Trajectories were sent and wires were placed at t2 left and right trajectories were sent and wires were placed at t3 left and right after the first 4 wires, the surgeon stopped to observe the anatomy a little more closely and felt like t2 and t3 on the right were very medial. An ap and lateral x-ray were taken and confirmed both t3 and t2 on the right were medial. The platform was observed and there was no opportunity for soft tissue pressure pushing the tools medial as the tools fell straight down with no contact with the skin. The plan was then reviewed and there was no opportunity to skive medial. The surgeon did not want to adjust the plan and re-send the trajectory and pointed out that the arm was nowhere near where it was planned. The suggestion was then made to re-register and re-send the trajectories. The second registration was achieved on the second attempt after getting new oblique images to clear up the end plates. The surgeon requested that t3 be sent first since any deviation could seen best at that body. T3 left was sent first and the wire was placed back in the original hole. When t3 on the right was re-sent, the surgeon noted that the arm tube was lined up very medial again. T4 on the right was also sent so that the surgeon could compare the trajectory to the one above. The surgeon noted that this was also very medial. The plan was adjusted at t3 right to translate the screw out laterally and re-sent but the arm went back to the same medial trajectory. The surgeon removed the robot and proceeded freehand. No patient harm was reported and surgery was delayed less than an hour.